Manufacturer narrative:
(B) (4)

Event description:
It was reported the stimulation was not covering the pt's entire pain area. Impedance readings were >3600 ohms on combination 8 and 9 electrodes. There were no post implant impedance readings so it was not known when the high impedance started. Troubleshooting was being considered. Add'l info received indicated the exact cause or location of the open circuit was not known. It was determined there were connectivity issues around electrodes 8 and 9 on one of the pt's leads. The device was reprogrammed and a detailed impedance log was given to the surgeon for the pt's file. The possibility of a future revision was discussed with the surgeon. After reprogramming, the pt indicated the coverage was much better.